Event description:
The patient reported that the down arrow button was slow to respond. The patient reported that the keypad buttons felt mushy and did not click as it used to. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2014, the reporter contacted animas indicating that the pump was still having an issue with the down arrow being under responsive to button presses. The reporter indicated that the keypad was noted to be peeling. There was no indication that the product caused or contributed to an adverse event.